Manufacturer narrative:
Per the user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered the incorrect values when enter the carbohydrate ratio pump setting. Customer caught the error prior to delivering a bolus. Tandem technical support assisted the customer with adjusting the setting. Blood glucose was 93 mg/dl.